Event description:
It was reported that the intra-aortic balloon (iab) was inserted in 2008. The pump was in use 19 hours prior to the event. During the event, the screen froze and the keys would not work. The amount of helium gas remaining indicated zero. There was no harm to the pt due to this event.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.